Event description:
Customer reported experiencing a low blood glucose event with a level of 40 mg/dl. Cause was not known. To address the low blood glucose, the customer consumed glucose tablets, and it was recommended by technical support to consult with a healthcare professional for further guidance.